Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that that this right ventricular (rv) lead exhibited high out-of-range (oor) impedances of greater than 2500 ohms, as well as loss of capture (loc). The lead was believed to be fractured for at least the last year, and the device had been programmed aai when they first suspected the issue. During a normal device change out, this lead was surgically abandoned and successfully replaced. To date, no additional adverse patient effects have been reported.